Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The hill-rom technician found that the hydraulic manifold was low on hydraulic fluid. Fluid was added to which resolved the issue.